Event description:
It was reported that the ventilator was pulled into the MRI scanner and that 3 out of 6 battery modules came loose and hit the mr scanner. The incident occurred when the ventilator system was in a stand-by mode and the breaks of the mobile device were not locked, as expected. The hospital admits that the mr safety procedures were not followed. There was no pt harm. (B)(4).

Manufacturer narrative:
The ventilator was checked after the incident by our field service engineer. The conclusion of the investigation was that the ventilator works properly. One of the battery modules that came loose was found to be defective. As reported, the event was caused by not following the mr safety procedures for use. The use of the ventilator in the mr environment requires among other things that a gauss line beyond which the ventilator should not be placed is marked on the floor, the wheels are locked and that only trained operators in the mr procedure operate the ventilator. All this is contained in the mr environment agreement. Our records show that the site signed the agreement which implies that prerequisites for use of the ventilator in the mr environment were put in place at the facility and should have been followed. Our conclusion in the matter is that the event was caused by not following the conditions of use of the ventilator in the mr environment. (B)(4).